Manufacturer narrative:
An investigation is underway on-site by a spacelabs field service engineer (fse). Spacelabs is following up the fse for more information. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that pulmonary arterial pressure (pa) and ventral venous pressure (cvp) parameters were automatically set to "off" and so were the spo2 alarms on a patient monitor. This was found by monitor techs when they printed alarm settings every hour.

Manufacturer narrative:
The command module model 91496 with software version 2.04.01 was in use and operates in conjunction with a bedside monitor that contains the alr feature. Alr allows the user to view and print monitored patient parameter alarm settings including whether the alarm is in the off position. The ¿learn¿ mode is a feature of the command module. The ¿learn¿ mode analyzes recent patient data and auto sets alarm limits within customer selected thresholds. As explained in the clinical parameters manual, if any patient parameter is in the ¿learn¿ mode at the same time an alr printout is requested, then the parameter alarm will display as off until the ¿learn¿ mode completes its cycle. Additionally, and as explained in the operators¿ manual, the spo2 alarm is temporarily auto set to off whenever the non-invasive blood pressure (nibp) cycles on to prevent false alarms from the pressure generated by nibp. This was the reason for spo2 showing in the off position on alr, as observed by a spacelabs field service engineer (fse) who was onsite to gather complaint information. The customer provided several alr printouts which also showed the alarms in the off mode, but was unable to provide printouts from the patient occurrence in the complaint since the patient had been discharged. Additionally, the customer would not provide access to the equipment involved in the matter. Therefore, the fse could not test any equipment when onsite. In conclusion, the issues observed appear explainable due to the learn mode and nibp operation, but due to the lack of access to the equipment the root cause cannot conclusively be determined. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that some alarm limit review (alr) printouts showed pulmonary arterial pressure (pa) and central venous pressure (cvp) alarms in the off position when no clinical staff member had turned them to off. Additionally, spo2 (oxygen saturation) alarms were spontaneously turning to off upon review of other alr printouts.